Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reds0082 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported during the process of administering the central venous catheter to the patient, the specialist nurse of the hematology department found that there was a barb at the tip of the guide wire in the peripherally intubated central venous catheter. Immediately stopped it and reported it to the head nurse and reported to the medical engineering department.